Event description:
Staff have reported difficulty transferring urine from specimen cups (in patients with no foley) to the bd vacutainer tube using the c&s transfer straw kit. This has resulted to exposures and near misses with urine being spilled, which is particularly concerning when dealing with patients receiving chemotherapy. The straw end of the kit has to be held in the specimen cup while the vacutainer tube is pushed down onto the needle on the other end of the straw kit. Staffs have reported difficulty in getting the needle to penetrate the yellow rubber cap on the end of the vacutainer, resulting in jarring of the specimen cup and spillage of urine.